Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for low fio2 and high airway pressure. There was no patient harm. Manufacturer´s ref #: (B)(4).

Manufacturer narrative:
The investigation into this complaint consists only of an evaluation of received device logs since we have not received any information about how the reported issue was solved or if any parts needed to be replaced. It was however reported that the concerned anesthesia workstation has been put back into clinical use without any further issues. The issues can be confirmed in the received logs. The recordings in the event log indicates leakages but we have not been able to determine the cause/source of the leakage. The technical log does not indicate any technical issues. The test log shows that a system check out (sco) passed both prior to and after the event. The trend log is empty (saved more than 24 hours after the event). The true cause of the reported issue has not been determined.

Event description:
Manufacturer´s ref #:(B)(4).